Event description:
It was reported that this pacemaker has moved all over, and patient experienced pain upon movement and twist. Boston scientific technical services consultant referred the patient to the clinic. As of this time, this pacemaker remains in service. No adverse patient effects were reported.